Event description:
The pt underwent a diagnostic procedure. The physician successfully closed the arteriotomy on 12/2000 with the closer tsl 6 fr device. The pt presented at the hospital 5 days later with an infection at the groin site. A vascular surgeon performed debridement and a patch was placed. The pt was placed on antibiotics and hospitalized for approximately one week. Notes from the field indicate that the vascular surgeon stated the infection involved the anterior wall and was contained all around the sutures. The vessel had been ruptured and a pseudoaneurysm was present. He states the pt's prognosis is good.